Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. It was stated that the customer had high bgs for twenty four to thirty six hours and was taken to the hospital in an ambulance. The customer was disconnected from the pump and treated with an IV. The cause of high bgs could not be determined. It was indicated that the customer has been off the pump for two weeks and wants to get back on the pump. Also the customer mentioned that their last low bgs were treated with a manual injection.